Event description:
Device 3 of 3. Reference MFR. Reports: 1627487-2015-03235, 1627487-2015-03236.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The date of explant is unknown.

Event description:
Follow up identified that the patient's system was explanted at an unknown time.